Manufacturer narrative:
Unable to obtain support log for review.

Event description:
Practice reported to ulthera on (B)(6) 2015 that a patient was experiencing an indentation above her hyoid bone a few weeks after lower face ultherapy treatment. The practice investigated and reported to ulthera that the patient previously had liposuction and face lift which was not disclosed to them prior to treating her. The practice believes the adhesion was pre-existing caused by her liposuction. Device support log was not reviewed. It was requested from the practice but was not received despite multiple attempts.